Event description:
Boston scientific crm received information that this device system, including competitor right atrial (ra) lead, exhibited an atrial lead impedance measurement greater than 2000 ohms. A technical services (ts) consultant recommended attempting isometrics and manipulation to elicit oversensing, and performing an xray. If oversensing was not observed and the xray results appeared within acceptable limits, continued monitoring was suggested. The patient was brought in to the clinic, however, noise could not be reproduced on the atrial channel, with all lead diagnostic measurements within acceptable limits. Approximately one week later, atrial lead impedance measurements were observed greater than 2000 ohms. Ts advised continued monitoring for further out of range impedance measurements on the atrial channel. Approximately nine months later, ra impedances were observed to be greater than 2000 ohms with confirmed loss of capture (loc) and increased pacing thresholds of 4.5 at 0.5. The boston scientific crm sales representative was to perform further troubleshooting, including checking for noise. To date, no adverse patient effects were reported with this clinical observation.

Event description:
Additional information was received that ra impedance measurements continued to measure greater than 2,000 ohms. Capture and sensing measurements were acceptable. The health care provider (hcp) was attempting to understand how often the atrial information was mode switching. Also, the hcp was trying to determine if the patient suffered from atrial fibrillation (afib) or premature atrial contractions (pacs). Additionally the reported that the patient had received a shock on an unspecified date and it was believed to be a result of afib with rapid ventricular response (rvr).